Event description:
It was reported that this inflatable penile prosthesis (ipp) presented an inflation problem, it was reported that the right cylinder was not seated, and the pump was twisted, the patient could not access the deflation button. The ipp was explanted. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.